Event description:
The urodynamic measurement test was performed in 03/2005. The urinary tract infection was treated with ciprofloxacin.

Event description:
The patient underwent a urodynamic measurement test. Post operatively the patient developed a urinary tract infection.